Event description:
Ous MDR - after an implantation period of about 7 months, an elective replacement indicator was reported to be appeared during interrogation of the device. The battery was still 80% charged. The device was implanted for about 7 months. However, an implant and explant date were not provided. No adverse patient side effects have been reported. Interim analysis indicates that the replacement indicator might have been triggered by an elevated current consumption. The device was not returned for analysis yet.

Manufacturer narrative:
The device was implanted for 8 months. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed indicating a slightly elevated current consumption. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be still sufficiently charged. Subsequent investigations revealed that an integrated circuit component of the electronic module was damaged causing an elevated current consumption depleting the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damage of an integrated circuit component leading to a slightly elevated current consumption depleting the battery. The therapy functions of the device were fully functional while implanted and in service. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.